Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On (B)(6) 2011, patient reported elevated blood glucose levels due to a bent cannula on the infusion sets. Patient stated he noticed his blood glucose went up into the 300s mg/dl. Patient's target blood glucose range is 70-130 mg/dl. Patient reported the incident occurred at various time frames from insertion. Patient stated the infusion device displayed an e4 (occlusion) error. Patient reported he changed the infusion set and noticed the infusion set cannula was bent. Patient stated he treated his elevated blood glucose with boluses via the infusion device and injections. Patient reported he did not notice any concerns with insertion and no leaks. Patient uses the insertion assist plus device to insert the infusion sets. Patient discarded the alleged infusion sets. The patient did not require assistance from a healthcare professional or second party to address the issue. No product return was requested.